Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to sign in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to sign in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to station. The technical support specialist (tss) discovered that the station was unable to authenticate users due to a missing active directory (ad) entry, likely caused by a recent network outage. The ad service was verified and restarted, and the customer was informed of the steps being taken. The tss gathered logs for investigation. The tss updated the ad entry via care fusion admin after backing up the station database and rebooting the system. The tss confirmed that, both the customer and a user successfully logged in. The resolution steps were continued for the remaining affected stations, and the customer was kept informed throughout. No further issues were reported and updated for case closure. The system functioned as intended after the technical support specialist resolved the issue.